Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump displayed a system error while infusing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, no system errors occurred. A review of the event history log revealed a "dso sensor failure alarm - se 21514" as the only system error that occurred during an infusion. This confirms the issue as a system error 21514, however the device met all specifications during testing and no pump correction is required. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.